Event description:
It was reported that the patient present to hospital after receiving two shocks. The device would not communicate with programmer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported no communication was not confirmed in the laboratory. The device was tested on the bench and on our automated testing equipment and was found to be normal. The cause of the loss of communication could not be determined.